Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed a large leak in the inspiratory flow control valve. The inspiratory flow control valve was reseated, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a ventilation volume error when switching to mechanical ventilation. The tidal volume delivered was low. There was no report of patient involvement.